Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the pulse generator and right ventricular lead were explanted due to pocket infection. The patient was asymptomatic before and post procedure.